Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: finn modular tibial stem, cat#: 154085 lot#: 926600. Finn modular tibial stem, cat#: 153815 lot#: 352710. Finn modular resurfacing femoral, cat#: 153801 lot#: 274460. Finn femoral bushing, cat#: 153852 lot#: 218720. Finn locking pin, cat#: 153861 lot#: 182930. Finn tibial bushing, cat#: 153851 lot#: 606870. Finn axle, cat#: 153872 lot#: 663520. Finn modular tibial bushing, cat#: 153982 lot#: 940040. Finn reinforced yoke, cat#: 153865 lot#: 949890. Finn modular tibial base, cat#: 154083 lot#: 533040. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07408, 0001825034-2017-07410, 0001825034-2017-07412, 0001825034-2017-07413, 0001825034-2017-07414, 0001825034-2017-07415, 0001825034-2017-07416, 0001825034-2017-07417, 0001825034-2017-07418, 0001825034-2017-07419.

Event description:
It was reported that the patient had undergone an irrigation and debridement due to drainage and fluid collection. Necrosis was also noted during the debridement. No additional patient consequences were reported.